Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify similar incidents from this lot. All available information was investigated and a cause for the reported sleeve steering issues could not be determined. The cause for thrombosis resulting in difficulty removing clip delivery system (cds)/steerable guide catheter (sgc) could not be determined. The reported patient effect of thrombosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report thrombus, unintended movement and difficulty removing the clip delivery system (cds). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was inserted into the steerable guide catheter (sgc) and advanced to the valve; however, while applying m-knob, the catheter moved lateral instead of medial. It was noted that not torquing the cds outside while inserted into the sgc, caused tension on the device. This tension caused the delivery catheter to twist, which resulted in a miss key of the devices. The cds was removed without issues and preparation was restarted. It was noted that the same devices continued to be used. The cds was reinserted, but while in the anatomy, the physician noticed a clot on one of the clip arms. Heparin was increased and the physician waited for the act level to increase, but the clot did not resolve. It was noted that the act level was a bit below 250 when the clot was noticed. Therefore, the cds was removed. However, due to the clot, the cds became stuck on the soft tip of the steerable guide catheter (sgc). Troubleshooting was performed and the clip was removed from the soft tip. It was noted that no damage occurred to the soft tip. The physician decided to replace both devices. The clot was also removed with the clip. An additional clip was successfully implanted, reducing mr to a grade of <1. There was no clinically significant delay in the procedure. No additional information provided.